Event description:
Event verbatim [preferred term] burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), upc number: (B)(4), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "I'm contacting you to let you know that I incurred several burn blisters on my calf from the use of a advanced joint pain therapy heatwrap". The action taken in response to the event was unknown, the outcome of the event unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), upc number: 305733017241, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "I'm contacting you to let you know that I incurred several burn blisters on my calf from the use of a advanced joint pain therapy heatwrap". The action taken in response to the event was unknown, the outcome of the event unknown. According to product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (31may2019): new information received from product quality complaint group included: investigation results. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.